Manufacturer narrative:
Vyaire medical file identification: pc-(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator has low volume and increased fio2 (fraction of inspired oxygen) issue. Volume set value was 500 ml and the reading is 420 ml, fio2 was 39% to 45%. The customer confirmed that there was no patient involvement associated with the reported event.